Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery (rca). Three xience sierra stents were implanted and during the procedure, the middle stent had a thrombus. It was identified by the physician and treated with balloon angioplasty. The other 2 stents did not have any noted issues. The patient was heparinized and had a baby aspirin the day before the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure.